Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative regarding a patient who was receiving clonidine [600 mcg/ml] at a dose of 239.77 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient had a sensation of withdrawal and patient activated bolus was not possible. Telemetry confirmed a motor stall occurred. A session data report with the event logs from an interrogation on (B)(6) 2019 at 19:08 was submitted with the report and showed that the motor stall had recovered on (B)(6) 2019 at 16:36. The pump was replaced on (B)(6) 2019 and would be returned. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found residue in the motor gear train and wearing on the upper and lower shafts of gear number two. If information is provided in the future, a supplemental report will be issued.